Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 9/20/2017. Device evaluation: visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. The customer's reported event could not be confirmed. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints history revealed no similar complaints were received for this production order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Date of event: best estimate (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct300 19.5 diopter intraocular lens (iol) was implanted on (B)(6) 2017, in the left eye (os). It was later explanted on (B)(6) 2017, due to the lens flipped out of its axis, which resulted in a patient complaint of blurred vision. There was no incision enlargement, vitrectomy, or sutures used. The replacement lens was a model, zct400 with a different, 18.5 diopter. Reportedly, the patient is fine. No additional information was provided.